Manufacturer narrative:
The device remains implanted pending a replacement procedure. This report will be updated when additional information is received. This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Residual gas analysis indicated a higher percentage of hydrogen gas than normal inside the pg case. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition, which depleted this s-ICD's battery. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that during a routine device follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Technical services was contacted and provided directions for performing a magnet reset of the device, but this was not successful. A review of previous follow-ups showed the remaining longevity was 96% in january 2018 but only 13% in july 2018. Premature battery depletion was suspected and a replacement procedure was scheduled. No adverse patient effects were reported. Additional information was received. This device was explanted and replaced two months later. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted pending a replacement procedure. This report will be updated when additional information is received.

Event description:
It was reported that during a routine device follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Technical services was contacted and provided directions for performing a magnet reset of the device, but this was not successful. A review of previous follow-ups showed the remaining longevity was 96% in (B)(6) 2018 but only 13% in (B)(6) 2018. Premature battery depletion was suspected and a replacement procedure was scheduled. No adverse patient effects were reported.